Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had incorrect syringe volume detected was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint that clinicians different units reported difficulty with the syringe module identifying the 1ml syringe. The customer indicated they often have to remove and reinsert the syringe, wiggle the syringe and push it back, and remove the pharmacy label for the device to recognize the syringe. It was reported the device incorrectly recognizes syringes as a 3ml syringe and does not give the option for the correct 1ml syringe. There was patient involvement but no harm.